Event description:
It was reported that during procedure, the device could not be activated, had low energy, and the debris shield was damaged. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the device could not be activated, had low energy, and the debris shield was damaged. The procedure was completed with another of the same device. There were no patient complications.